Event description:
The consumer reported twelve (12) false negative results with the binaxnow covid-19 ag self-test on unknown dates performed by himself and his family members beginning during the "holiday" season of 2022. This report is for result twelve (12) of twelve (12). Three of the four family members were tested at urgent care centers (platform unknown) on unknown dates and each time presented positive results.no additional information including outcome or treatment was reported.

Manufacturer narrative:
B3: event date is an approximation. D4: expiration date. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214292 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 214292 and device part number 195-430wl / lot 212629. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214292 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single use device, discarded.

Manufacturer narrative:
Event date is an approximation. The investigation is ongoing. A supplement report will be sent once the investigation is completed. Single use device, discarded

Event description:
The consumer reported twelve (12) false negative results with the binaxnow covid-19 ag self-test on unknown dates performed by himself and his family members beginning during the "holiday" season of 2022. This report is for result twelve (12) of twelve (12). Three of the four family members were tested at urgent care centers (platform unknown) on unknown dates and each time presented positive results. No additional information including outcome or treatment was reported.